Manufacturer narrative:
Concomitant medical products: primary plum infusion set; 50ml nacl bag; 100ml nacl IV bag; spike adaptor set; 50ml IV bag, therapy date: (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests a leak occurred between the max plus and the connecting product during a cytarabine infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking from the maxplus (incompatibility with primary plum set) was confirmed. Visual inspection noted a small gap at the contact region between the maxplus® and the male luer tip of the primary plum set. Functional testing resulted in no leaking. Dimensional analysis was performed and the set was within specification. The root cause of the customer¿s report was not identified. The cause of the leak is unknown.